Manufacturer narrative:
Date of death - estimated; date of event - estimated. The unique device identifier (UDI) is unknown because the part, and lot numbers were not provided. Date of implant - estimated. The devices were not returned for evaluation. A review of the lot history records, and complaint histories could not be conducted because the part, and lot numbers were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other adverse patient effects are filed under a separate medwatch report number. Article titled, 'medium-term bioresorbable scaffold outcomes utilising data from an australian clinical quality registry'.

Event description:
This is filed to report patient deaths. It was reported through a research article, identifying the absorb bioresorbable vascular scaffold, that may be related to the following: patient death, myocardial infarction, restenosis, thrombosis, bleeding, revascularization, re-hospitalization, and device deficiency of scaffold discontinuity. Titled medium-term bioresorbable scaffold outcomes utilising data from an australian clinical quality registry.